Event description:
It was reported that the patient passed away from right ventricular failure and renal failure warranting frequent hemodialysis. The renal dysfunction and death were not reported to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient did not have right heart failure prior to left ventricular assist device (lvad) implant. A device related issue was not thought to have caused or contributed to the patient's right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported right ventricular failure, renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure as well as possible treatments. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Right heart failure, renal dysfunction, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.